Event description:
Patient reported in the past she used the manual option on the infusion device for making the bolus 10 minutes after the blood glucose monitoring device bolus advice and sometimes with a different amount of units. Patient stated she noticed that sometimes the bolus advice amount was less than required. Patient reported there also are some little bubbles that appeared on the blood glucose monitoring device display since about 2 months; does not prevent a correct interpretation of the glucose value. No further information available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged blood glucose monitoring device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Iu observed that the meter powered on with acceptable batteries. Iu connected the returned meter to retention pump, iu was able to connect the returned meter to a retention pump using bluetooth communication. Iu was able to change the setting and limits in the pump from the meter. Iu observed that the meter paired with pump correctly, no defects were observed. Iu observed that the meter powered on when acceptable batteries were inserted into the meter. Iu powered meter on and off consistently with on/off button, no defects were observed with on/off button. Iu observed that the meter powers on when a test strip is inserted into the strip guide, no defects were observed. Iu observed upon pressing and holding the power button, the meter displays a sequence of solid color test screens in the order of red, blue, green, and white. Upon pressing and holding power button the red, blue, green and white screens appeared correctly, no display defects were observed. Iu visually inspected the external casing on the meter, no damage was observed. Iu observed that the protective coating (appears to be little bubbles) surrounding the meters display screen and on the display screen appears to have been removed. This issue is a result of the material of the meter housing coming into contact with certain cosmetic chemicals. The protective coating peeling off of the housing does not affect the functionality or performance of the meter; product improvements were made to make the meter's housing to reduce the occurrence of this defect. Using a solution which mimics the native blood sample, the iu was able to generate a bg value which produced a bolus advice. The iu then performed a manual calculation of the bolus advice and verified the two bolus recommendations were identical. This verifies that the bolus calculator works as intended. Additional finding: iu observed that the icons and missing from the buttons. Failure analysis indicated that a defect with the inking application on the button assembly caused the graphics to appear faded. The customer's allegation of questionable bolus results was not observed during the investigation of the returned product. The customer's allegation of little bubbles appeared on the meter display was observed during the investigation of the returned product. This case is set to verified based on the iu's investigation of the customer's appearance allegation.